Event description:
It was reported that after completion of a da vinci myomectomy procedure, frayed wires were identified on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the distal clevis hub. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. The instrument passed the electrical continuity test. No other damage was found.